Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows the distal tip of the handle shows significant signs of deformation. The proximal end of the broken piece appears to have been crimped and split along the axis of the shaft. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revolve bone access needle was broken during surgery and left in the patient's bone. This event occurred in poland.